Manufacturer narrative:
Concomitant medical products: dtma1d1 crtd, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received appropriate therapy delivery, but subsequently, the left ventricular lead had high threshold and loss of capture. Reprogramming options were discussed however the healthcare professional intended to talk with the physician before reprogramming. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the elevated threshold may have been due to diuresis and low potassium, however the lead was reprogrammed. A few days later on recheck, the lead threshold had returned to normal and potassium stabilized.